Manufacturer narrative:
The device was returned to olympus for evaluation. The user report was confirmed, the scope was found to be leaking from the s-connector back cover and the bending cover glue. When the bending cover sheath was removed, the bending section was found detached/loose. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a seal broken around the light guide source. No patient involvement or injuries have been reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that it occurred due to external force being applied by handling, since it was confirmed that the cover came off.

Manufacturer narrative:
This supplemental report is submitted to provide additional details related to the investigation. The legal manufacturer determined the damage to the insertion tube, identified on the device evaluation, is likely attributable to user handling.